Event description:
It was reported that four of the foley catheters were not aligned properly and the foley balloon did not inflate correctly. It was stated that there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that four of the foley catheters were not aligned properly and the foley balloon did not inflate correctly. It was stated that there was no impact to the patient. Per additional information received via form on (B)(6)2022, customer stated that 10cc foley catheter balloon inflated improperly, inflates only on one side of lumen and not inflating symmetrically caused constant by passing. Per notification from investigator on (B)(6)2022, during sample evaluation it was noted that the foley catheter balloon had mushroomed .

Manufacturer narrative:
The reported event was confirmed as cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted 3 opened (without original packaging), used two-way silicone foley catheter and 1 unopened catheter. Visual inspection of the sample noted balloon mushroom present on 1 out of 3 of the catheters . Visual inspection also noted the inflation cap was not seated correctly on 2 out of 3 of the catheters. This is out of specification, which states, "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm". The catheter balloons were inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and the balloon concentricity were observed to be 90:10; 70:30; and 70:30 as compared to attachment 1 of tm0300903 (rev 3). This is out of specification which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft". A potential root cause for this failure could be balloon molding. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient" correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected